Event description:
Customer reported to horiba medical (horiba) that the abx micros 60 hematology analyzer (micros 60) reported disparate results compared to the results from a reference hospital lab. The sample was collected in an edta tube and was run initially in the micros 60 on (B)(6) 2013. The pt sample was not repeated to verify the results. The pt's initial hgb analysis resulted in 7.8 g/dl. The pt was then referred to the hospital where the pt's blood was redrawn. On (B)(6) 2013, the pt's blood was analyzed in the hospital and the hgb resulted in 8.6 g/dl. The hospital then gave the pt 1 unit of blood after the sample results were confirmed. In both cases, the micros 60 analyzer and the reference hospital analyzer flagged the pt's results for hgb with a low flag. A horiba medical field service rep (fsr) was dispatched to determine if the instrument was malfunctioning. The fsr verified that the instrument was malfunctioning. The fsr replaced the aspiration tubing from the reagent syringe to the sample probe and replaced a kinked drain line tubing to the sink. The fsr believes the cause of this issue may have been due to the kinked drain line tubing causing chamber to not drain all the way out, causing a residual of the sample to be diluted improperly. The fsr also performed a preventative maintenance. The fsr then ran controls and verified correct operation of the instrument. The qc data from (B)(6) 2013 shows that all the values on all levels were within range.